Event description:
Healthcare professional reported right side "broken prosthesis" and "rupture" confirmed via ultrasound and MRI. Device has been explanted and replaced with non abbvie device. Anti-inflammatory medication was also used in treating the event.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as surgical damage. As per the investigation procedure, crease and encapsulation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side "broken prosthesis" and "rupture" confirmed via ultrasound and MRI. Device has been explanted and replaced with non abbvie device. Anti-inflammatory medication was also used in treating the event.